Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site was getting an activation has been interrupted message on the integrated electro surgical unit (erbe). Caller stated they rebooted the erbe and the error remains. The technical support engineer (tse) recommended trying a hard reboot on the erbe. Caller tried a hard reboot on the erbe and when they powered it back on they are still getting a c-00 and c-33 error on the erbe. Tse explained they could swap to one of their other da vinci vision towers if it's available or use a 3rd party generator. The procedure was aborted with no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported issue was confirmable using artemis; c-33 errors logged on (B)(6) 2025. 2-8a errors logged on (B)(6) and (B)(6), 3-8a error logged on (B)(6), c-0 logged on (B)(6), m-b1 logged on (B)(6), and m-11 logged on (B)(6) and (B)(6) 2025 are of concern. M-32 error also logged on (B)(6). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.